Event description:
It was reported by the independent repair center that the unit is displaying red light and the alarm is not functioning. The primary cause of the malfunction is the pe valve is faulty. No patient injury reported, no additional information provided.